Event description:
Per complaint (B)(4), during implant placement on tooth #19, the implant fenestrated the patient's lingual plate. The patient experienced pain and no other impact. The implant was removed.